Event description:
The customer reported on (B)(6) 2014 at 8:07 am she activated a new pod. At 12:20 pm the pod was deactivated and she stated the cannula is kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.